Event description:
It was reported that a deflation issue occurred. During the procedure a 2.25 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation, the balloon was unable to deflate. The device was able to deflate before removal from the body, it was removed from patient in a deflated state without complication. The procedure was successfully completed with another same device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1, initial reporter title, dr. (B)(6). E1, initial reporter address, (B)(6).